Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 305, 232 and 285 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 142 mg/dl and 195 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(4). Customer states that felt hyperglycemic symptoms if the glucose levels were actually that high. Customer has not had any recent changes in diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 305, 232 and 285 mg/dl. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 142 mg/dl and 195 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: high results. Customer states that felt hyperglycemic symptoms if the glucose levels were actually that high. Customer has not had any recent changes in diet, exercise, or medications.